Event description:
The customer reported that while the system was in use on a patient, the ECG signal became noisy showing a large number of artifacts. The system was running in auto operation and automatically switched to pressure as the trigger source. Although the unit was still assisting correctly, it was switched out with another pump, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer was advised by tech support to check the ECG signal cable for signs of damage, or a loose connection, and replaced the signal cable if the noisy signal was not corrected. The unit displayed a noisy ECG signal while using a trainer which eliminates the patient leads and cables as a possible source of noisy signal. The customer was advised to replace ECG signal cable p/n 0012-00-0976. (B)(4).